Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the universal porting block was observed to be cracked. The device's universal porting block was replaced to address the issue.